Event description:
It was reported that a pt's settings were reset after a faulted system diagnostic test was performed. The treating physician did not perform a final interrogation prior to the pt leaving the office. The reset settings were captured and corrected at the following appointment. Off time was adjusted to 5 minutes and magnet output current was re-set to 0; however, normal output current was not adjusted.

Manufacturer narrative:
Analysis of programming history.